Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in the customer's age and weight were not provided.

Event description:
The customer reported that around lunch time she was presenting symptoms of hypoglycemia, so she attempted to perform blood glucose testing with the contour next one meter and received error messages. The customer's family called an ambulance, and the customer was hospitalized overnight where her glucose levels were controlled. The customer recovered well. No further event detail was provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section b5 of the initial report indicated that a replacement device kit was sent to the customer. Section h7 has been updated to reflect this information.